Event description:
On (B) (6) 2003, the pt was treated for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. On an unk date, the pt presented with a proximal type I endoleak, which according to the physician, was due to a natural progression of aneurysmal dilatation in the aorta. This led to distal device migration, aneurysm enlargement, and a worsening of the endoleak. On (B) (6) 2010, the pt underwent open surgical repair of the aneurysm due to the persistent endoleak, and the explanted devices were returned to gore for eval. The pt is doing well.

Manufacturer narrative:
Additional device: pcc141200/(B) (4). Histology and explant evaluations are in progress.